Manufacturer narrative:
The qa lab found 1 out of 5 test strips to read 1 mg/dl high, out of specification. Low results were not confirmed. Performance was satisfactory using iqa retention reagent.

Event description:
The customer tested her blood glucose and received a reading of 60 mg/dl using her contour meter. She retested using another meter and received a reading of 270 mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The test strips were returned for evaluation. Replacement test strips were sent to the customer.